Manufacturer narrative:
The device was not returned for evaluation, however, the reported tracker movement was determined to be a potential cause of the reported event. The device was not available for evaluation.

Event description:
It was reported that during a cranial procedure at the healthcare facility, when using intellect cranial software, one of the quadrants of the screen became invisible, potentially due to tracker movement. It was reported that the procedure was completed successfully without the use of navigation. It was reported that the patient was not affected by the event and that there was no medical intervention.

Event description:
It was reported that during a cranial procedure at the healthcare facility, when using intellect cranial software, one of the quadrants of the screen became invisible, potentially due to tracker movement. It was reported that the procedure was completed successfully without the use of navigation. It was reported that the patient was not affected by the event and that there was no medical intervention.